Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient had the ins and extension placed during the stage ii surgery and there was high impedance on contact 0, while all other contacts were within normal range. The rep reported that the extension was reseated to both the lead andins, but the impedance remained high. The rep reported the impedance on contact 0 was tested directly on the lead with alligator clips and the impedance was normal. The rep reported the extension was removed and replaced but the impedance measured higher than before on contact 0. The rep reported that the healthcare provider (hcp) elected to close up the patient, stating that they were not going to use contact 0 in programming and they declined further troubleshooting. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the extension (serial #: (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.